Manufacturer narrative:
(B)(6) 2016 11:14 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(6) 2016 09:49 am (gmt-5:00) added by (B)(6) ((B)(4)): the hospital reported that the t.w. Power supply connector is defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(6) 2016 04:36 am (gmt-5:00) added by trackwise webservices (cpl) (tws): got the below email from the customer. I am in process of reaching out to him for more information. This is all I was given until now: the unit is having issues with the main connector outlet to the cable probe. Unit: vasoview hemopro, ref vh-3010, (B)(4). Problem: defective connector.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that the t.w. Power supply connector is defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Got the below email from the customer. I am in process of reaching out to him for more information. This is all I was given until now: the unit is having issues with the main connector outlet to the cable probe. Unit: vasoview hemopro. (B)(4). Problem: defective connector.